Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user stated that they could reach out to them and to coordinate some educational information on the hemovac drains. They had a second drain break at the y-port site. They would like to ensure education and potential product failure was not an issue. Per follow up information received on 16jan2026, stated that 1 patient returned for new drain placement. 1 was able to be pieced together enough to continue working. The patient returned to surgery. The y-site shattered, unable to troubleshoot. No patient identifiers. The two lots were ngkt1705 and ngkn3419. No physical samples available.

Event description:
It was reported that the hospital user stated that they could reach out to them and to coordinate some educational information on the hemovac drains. They had a second drain break at the y port site. They would like to ensure education and potential product failure was not an issue. Per follow up information received on 16jan2026, stated that 1 patient returned for new drain placement. 1 was able to be pieced together enough to continue working. The patient returned to surgery. The y site shattered, unable to troubleshoot. No patient identifiers. The two lots were ngkt1705 and ngkn3419. No physical samples available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y connector (when applicable): ¿ drain to y connector. ¿ y connector to suction source. Warnings: 10. To avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.